Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements due to a lead safety switch. Additionally, the system had previously exhibited oversensing. Technical services (ts) was consulted by the local field representative to determine if a new system was needed. Ts noted the patient was dependent and that oversensing had previously occurred and further offered troubleshooting options. Subsequently, the lead was surgically abandoned and replaced, and no additional adverse patient effects were reported. This rv lead is no longer in service.